Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the distal shock coil. Based on the symptoms, it is reasonable to assume that this damage resulted from the explantation procedure. Further analysis revealed the presence of coagulated blood along the inner coil of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. In summary, deformations of the distal shock coil were observed, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This device was returned without oos documentation from (B)(4). The following physician¿s office has no record that this system was explanted. (B)(4) have no record of this patient. The date and reason for removal is unknown. No adverse events for this patient have been reported. No complaints associated with the functionality of this device have been reported. Should additional information become available, this file will be updated.